Manufacturer narrative:
There was no investigation of the suspect device as the customer did not return any product. There was no product returned.

Manufacturer narrative:
Na.

Event description:
The reporter from the pharmacy reported that results of 5.0 inr and 3.6 inr were obtained within 2 minutes of each other on the same patient with the coaguchek xs plus (serial number (B)(4)). It was reported that the patient was sent to the lab for an inr test. The results of that lab result are not provided. The patient is not on heparin and does not have antiphospholipid antibodies. The patient's hematocrit is not known. The patient's therapeutic range is 2-3. No adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293924) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche (B)(4). No error messages occurred. The retention samples were acceptable. The retention material performed as specified.